Event description:
It was reported that removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vessel. An 8.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon did not rupture, there was no leak, and the balloon completely deflated, however, resistance was felt during removal. The device could not be pulled out; therefore, it was removed along with the sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that removal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vessel. An 8.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon did not rupture, there was no leak, and the balloon completely deflated, however, resistance was felt during removal. The device could not be pulled out; therefore, it was removed along with the sheath. The procedure was completed with a different device. No patient complications were reported. It was further reported that there was no device fragments left inside the patient's body.